Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor gel prosthesis. Manufacturer report number: 1645337-2018-02889. (B)(4).

Event description:
It was reported (via (B)(4) medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants on (B)(6) 1990 has been experiencing systemic issues. The patient reports inflammatory issues, chronic fatigue, ms type symptoms (muscle wasting, nerve conduction issues). The patient reports that her implants have been ruptured for almost as long as they have been implanted, and she had capsular contracture in one side less than 4 months after implantation. The patient reports she has no family history of these illnesses, is a healthy eater and exercised regularly. The patient reports her health is deteriorating due to conditions and aging. She reports that her child who was breast fed now has inflammatory conditions which are abnormal for a young boy. The patient fears she may have passed on silicone to him as they may have already been ruptured. There was no date of explantation reported, although patient reported efforts trying to obtain medical records for intervention. This report addresses one of the two devices.